Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed.

Event description:
It was reported that there was blood in the suction trap and all the way to the filter. A second device was deployed and seated as per the IFU and the procedure was completed with a total ablation time of 1min 56 secs." Patient then "presented today with severe abdominal pain and heavy bleeding. The patients pain has settled following pain relief with the consultant in the rooms. The plan is to put the patient on cyklokapron, antibiotics, and stronger pain relief. She is currently having an ultrasound now to check for a possible hematoma from the nerve block." An update was provided which stated the patient is doing better and scan was "fine."